Event description:
The clinic reported that during a phacoemulsification procedure the doctor experienced a corneal burn in the pt's operative (right) eye. They doctor observed air being delivered to the eye and initiated free flow to eliminate the air. The system went to 100% ultrasound power and then stopped and presented an error message. The doctor indicated that the display was not touched. The doctor converted the procedure to an extracapsular cataract extraction which required unplanned sutures to close the incision. The pt was diagnosed with an astigmatism at the post-operative examination. The pt's current visual acuity is 20/200 in the right eye.

Manufacturer narrative:
(B)(4) - induced astigmatism. The customer's machine was returned to the country's service depot for further evaluation. The field service engineer examined the equipment and was not able to recreate the event. The customer was provided with a replacement machine. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.